Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated upon receipt. The decontamination tech confirmed this by having to prime the circulation pump to autofill the device. Confirmed alert 41 low internal flow while priming in patient data. Zero flow and circulation pump was at 100%. The circulation pump was serviced during the pm. The double bend tube and the chiller evaporator outlet tube were found to be expanded. The tank seals were lifted from the tank. The device underwent pm servicing while in for repair. The double bend tube, chiller evaporator outlet tube, and tank seals were replaced. During the pm, the mixing pump was serviced. The heater, both manifold o-rings, and drain valves were replaced. The coin cell was replaced due to age. After the repair, the device was functionally evaluated and passed all applicable testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d,e,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated that arctic sun device displayed error 41 (low internal flow) and flow rate was 0. Circulation pump command was 100 percentage. No suction on left manifold port and also noted circulation pump failure. System hours were 2568.9 and the pump hours were 2325.5. With the noted system hours, biomed requested 2k preventive maintenance quote. Per sample evaluation results on (B)(6) 2023, it was reported that the double bend tube and the chiller evaporator outlet tube were found to be expanded. The tank seals were lifted from the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed stated that arctic sun device displayed error 41 and flow rate was 0. Circulation pump command was 100 percentage. No suction on left manifold port and circulation pump failure. System hours: 2568.9 pump hours: 2325.5.